Event description:
During a treatment procedure with a wallstent carotid monorail stent system, the delviery device broke upon releas. When the dr was operating the device, he was trying to release the delivery device when it broke. The pt condition is reported as good.